Event description:
The rep reported that the pump is not flowing. The reservoir was rinsed with warm saline, however; flow does not appear to be restored. As a result, the surgeon decided to explant the pump.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The pump did not flow as received. It is likely that the flow complications encountered in the clinical setting (and during flow testing in the laboratory) is associated with drug precipitate occluding the capillary flow path. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.